Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to syringe falling into patient's mouth and cannula breaking into the mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. It was specified that the incident occurred on the fourth injection after reloading a new cartrdige of local anaesthetic, which could have been a causative factor for the separation, contrary to what is mentioned in the IFU (one device for one cartridge). However, pending quality investigations, no root cause could be determined. This is the 3 similar incident of device separation with usp twist newly launched during the covid-19 pandemic period. A use error of the device due to use of multiple cartridges contrary to what is mentioned in the IFU could be the main root cause of this incident. A specific warning about multiple cartridges is listed in the notice. Therefore, no CAPA was required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. It has been specified that the dentist used one device for multiple injections, contrary to what is mentionned in the product IFU (one device for one injection). Use of multiple cartridges could be a causative factor for the disassembly of the device as it could weakened the locking-system. Therefore, the main probable root cause seems to be the use error of the device. To date, 10 complaints are registered for a "injection device disassembling" defect for the f51730aa (367'000 devices sold). After investigation, the cause proven is use of multiple cartridge with a same injection device. Specific warning is listed in the notice. Furthermore, the notice details the procedure to assemble the injection device with detailed illustration and the handles compatible are listed. The controls done during the injection permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n), and no proven quality defect of this batch was identified during previous investigations performed on this batch (f51730aa). Consequently, and a cause link to practitioner's practice having been proven (use of multiple cartridge), the residual risk is judged acceptable. After investigation, the cause proven is use of multiple cartridge with a same injection device. Specific warning is listed in the notice. Furthermore, the notice details the procedure to assemble the injection device with detailed illustration and the handles compatible are listed. Consequently, and without any proven defect on the device batch, no corrective action will be done following this complaint.

Event description:
Spontaneous report from united kingdom. Local reference: #(B)(4). Quality complaint was opened: references # (B)(4). Mhra ref: (B)(4). Initial serious case report received on (B)(6) 2021 and additional information received on (B)(6) 2021, both from the dentist through sales representative and follow-up information received on (B)(6) 2021 from quality department by email. All versions were processed together. Course of events: the report described a material separation of the suspected medical device ultra safety plus twist during a local citanest injection in a 64-year-old male patient on (B)(6) 2021, leading to embedding of the needle into the patient's mouth. It was specified that the dentist had performed buccal and palatal infiltration on tooth #6 for extraction and changed the anaesthetic cartridge of citanest product to do the same on to extract also the tooth #46. It was reported that 3 previous injections were performed and that incident occurred on the fourth injection. She infiltrated buccaly, then whilst injecting palatally the plunger became detached from the casing, causing the needle to suddenly plunge forward, embedding into the palate at right angles and breaking off. Device was definitely locked and outer tube fully retracted. The patient was instructed to keep mouth open, the dentist removed needle portion from palate and she showed the device to the patient and what had happened. It was not specified if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. The reporter assessed this incident as non-serious. This report was considered as serious according to internal conventions (needle broken in mouth). Other information on product: needle size 30gx25mm; batch number #f51730aa, expiry date: 31-dec-2025. The patient was not anxious before dental treatment. He was under warferin treatment. Based on available data from quality department: to date, 10 complaints are registered for a "injection device disassembling" defect for the f51730aa (367'000 devices sold). Practitioner did not respond to the questions from the qual093v00, did not communicate the handle batch number and did not returned sample for investigation. Tests was performed on samples from qa service retention box. No quality defect of the injection device was observed during this investigation. Without quality defect proven, and regarding the description of the incident, a cause due to a misuse of the device by the practitioner is proven: multiple cartridge use. Cannula breakage is considered like a consequence of this misuse. At the time of this report, the patient recovered from the incident. Fu #1: additional information provided regarding the quality investigation report. Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to syringe falling into patient's mouth and cannula breaking into the mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. It was specified that the incident occurred on the fourth injection after reloading a new cartrdige of local anaesthetic, which could have been a causative factor for the separation, contrary to what is mentionned in the IFU (one device for one cartridge). However, pending quality investigations, no root cause could be determined. This is the 3 similar incident of device separation with usp twist newly launched during the covid-19 pandemic period. A use error of the device due to use of multiple cartridges contrary to what is mentionned in the IFU could be the main root cause of this incident. A specific warning about multiple cartridges is listed in the notice. Therefore, no CAPA was required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. It has been specified that the dentist used one device for multiple injections, contrary to what is mentionned in the product IFU (one device for one injection). Use of multiple cartridges could be a causative factor for the disassembly of the device as it could weakened the locking-system. Therefore, the main probable root cause seems to be the use error of the device. To date, 10 complaints are registered for a "injection device disassembling" defect for the f51730aa (367'000 devices sold). After investigation, the cause proven is use of multiple cartridge with a same injection device. Specific warning is listed in the notice. Furthermore, the notice details the procedure to assemble the injection device with detailed illustration and the handles compatible are listed. The controls done during the injection permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n), and no proven quality defect of this batch was identified during previous investigations performed on this batch (f51730aa). Consequently, and a cause link to practitioner's practice having been proven (use of multiple cartridge), the residual risk is judged acceptable. After investigation, the cause proven is use of multiple cartridge with a same injection device. Specific warning is listed in the notice. Furthermore, the notice details the procedure to assemble the injection device with detailed illustration and the handles compatible are listed. Consequently, and without any proven defect on the device batch, no corrective action will be done following this complaint.